Manufacturer narrative:
The technician replaced the scale patient position module board and resolved the issue.

Event description:
The technician alleged the bed exit has no audible alarm when set. No patient impact.